Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned and no product identifiers were provided. No conclusion can be drawn at this time.

Event description:
The following is alleged and reported by an attorney in legal summons: patient sustained injury and damages associated with use of defective product, bard kugel hernia patch. As a result of having the bard kugel hernia patch implanted, patient suffered disabling pain.